Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was clarified that the leakage was without patient involvement, as the internal leakage test failed during pre-use check. The claimed issue was reproduced during troubleshooting. Expiratory cassette was cleaned to solve the issue. The device was delivered to the user in working condition. The expiratory cassette is the main interface for distributing gas to and from the patient and the expiratory flow measurement is performed by the flowmeter inside the expiratory cassette. We do not consider issue with expiratory cassette a safety related, as expiratory cassette is only measuring and will not affect ventilation. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to maintenance of the expiratory cassette.

Event description:
Manufacturer's ref. #: (B)(4).